Event description:
I received a hip implant on (B)(6) 2017. Due to repeated partial location. I had a revision surgery on (B)(6) 2017. My surgeon implanted a smith & nephew r3 constrained liner, 22mm inner diameter and 52mm outer diameter w / a 22mm oxinium femoral head (note that components left in were a size #3 standard polarstem and a 52 mm r3 cup). Surgery went well, my healing felt slow but included physical therapy and self care-physical therapy. By (B)(6) 2019 I was walking 2-3 times a week approximate 1 - 1.5 miles each time. Everything was continuing to go well until early (B)(6) 2019. I started feeling a lot of hip pain. It felt muscular, so I just tried to wait it out, by late april I was very uncomfortable. I went to see my surgeon and upon having xrays he determined that at a minimum, the ring had broken, how much we didn't know. He let me know that I would need a revision again, to replace the cup and remove the constrained liner with a dual mobility liner. I had surgery on (B)(6) 2019. My surgeon let me know that there was a crack in the cup and the ring had indeed broken into 2 pieces. They did not find any other pieces, replaced all of the parts (the femoral stem was ok so they did not have to replace it). I have now had an incredibly slow recovery. This has been my 4th surgery on this hip in 2.5 years. Not what I expected. I thought it important to report the broken smith & nephew r3 constrained liner to this database. Hip revision surgery (B)(6) 2019. FDA safety report ID# (B)(4).